Manufacturer narrative:
(B)(4). Report source (B)(6). Kim, yh, park, jw, and jang, ys 2020, 20-year minimum outcomes and survival rate of high-flexion versus standard total knee arthroplasty. The journal of arthroplasty, primary knee. Volume 36 issue 2, p560-565. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the devices is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00742, 0001822565 - 2021 - 00743, 0001822565 - 2021 - 00745.

Event description:
It was reported in a journal article that two knees were revised for infection after an unknown amount of time post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.